Manufacturer narrative:
Confidentiality: advanced bionics believes that disclosrue of info regarding device eval could substantially harm its competitive position. Advanced bionics submits this info in confidence expecting FDA will withhold it under exemption 4 of freedom of info act. Co believes that any disclosure of info by federal employee could constitute violation of criminal law (18 u.s.c. Section 1905) devie eval consisted of: review of device history record (DHR); visual examination, x-ray examination and electrical testing. All testing performed verified that device was fully functional at time of explant. Please refer to device failure analysis report. Visual examination - case of device was intact and no cracks were visible. Electrode was cut just forward of lead protector but was returned with device. Electrode balss were all in place and intact except one that was recessed back inside array tube. This most likely occurred during device's explant. Bright light examination - bright light examination was not performed since x-ray examination was performed. X-ray examination - no anomalies were noted during x-ray examination of this device. Electrical testing - this device normally using pcit. Even though electrode was cut, normal impedance readings were obtained with pcit. No further testing was performed. Case hermeticity testing (leak testing) - hermeticity testing was not performed since device was operating properly. Case removal - case removal was not performed since device was operating properly. Internal visual examination - internal visual examintion was not performed since device was operating properly. Internal electrical testin - internal electrical testing was not performed since device was operating properly. Conclusion - all testing performed at advanced bioncis verified that this device was fully functional at time of its explant. Thererfore, it is concluded that other factors casued excessive facial nerve stimulation. Corrective action - no corrective action is necessary.

Event description:
The implant center contacted advanced bionics on 3/17/98 to report that c029's implant had been explanted. No other info was provided. Advanced bionics is in the process of learning more about the incident and the events leading up to the decision to explant. Once that info has been rec'd, a f/u report will be submitted.